Event description:
It was reported that the lead had a potential performance issue. The lead was explanted and replaced. Attempts for further information did not return any information. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4):the full lead was returned in segments and analyzed. No anomalies were found. Blood was observed in/on the helix/lobe mechanism and the helix/lobe was distorted/bent. The outer tubing was kinked/buckled and had environmental stress cracking breach/breach (non-electrical). It was also observed that the outer tubing overlay was melted and had cosmetic environmental stress cracking. The defibrillation conductor was distorted and the exposed defibrillation coil had a white substance. The outer insulation had a cosmetic depression. Apparent explant damage was noted.